Event description:
The customer contacted baxter's technical service center to report that she had dropped patient line during prime on the homechoice (hc) machine, and requested assistance to start over. The home patient (hp) was not connected. The baxter technical service representative (tsr) assisted with troubleshooting. The hp would use new supplies. During a follow up with the hp regarding the patient line dropping, the hp explained that it had slipped through her fingers and dropped on the floor. The hp confirmed that she started over using new supplies. Per hp, it was an accident, and there were no defects on the supplies. The hp stated that she is doing fine and continuing therapy without issues.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient accidently dropping the patient line and contaminating it. The patient was not connected. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was resolved over the phone. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.